Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, wall power adapter, and usb charging cable. Additionally, it was reported that the tandem-provided charging supplies began smoking and melting. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary charging pad, wall power adapter, and usb cable.